Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product: biomet microfixation 2.0 lactosorb system 2.0 x 7 mm lactosorb screw catalog #: 915-2301 lot #: ni, biomet microfixation 2.0 lactosorb system l- plate-left - regular catalog #: 915-2102 lot #: ni. Therapy date: (B)(6) 2017. Foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the devices were resorbed into the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00184 and 0001032347-2018-00186.

Event description:
It was reported a revision was performed due the patient's complaint of pain and swelling. The patient complaint of swelling of the affected part approximately ten (10) months after surgery. The surgeon examined the patient and was unable to confirm swelling. After two (2) weeks the surgeon decided to perform a revision because the patient complained of pain and swelling of the affected part again. During the revision it was identified the parts had resorbed into the patient's body, therefore nothing was removed. The position of the implants is indicated as the right pyriform aperture. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There was a revision due to pain and swelling in the area of where these parts were implanted; therefore the complaint is considered confirmed. The surgeon states that when the area was revised, it was discovered that the lactosorb parts were already resorbed. No products were returned and no functional tests or inspections could be performed. No x-rays, scans, physicians reports, or additional pictures were provided. Device history record (DHR) was reviewed and no discrepancies were found. The instructions for use (IFU) states in the section titled possible adverse effects: infection can lead to failure of the procedure. Neurovascular injuries can occur due to surgical trauma. Implantation of foreign materials can result in an inflammatory response or allergic reaction. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00184-2, 0001032347-2018-00186-2, 0001032347-2018-00407-1, 0001032347-2018-00408,-1 0001032347-2018-00409-1, 0001032347-2018-00410-1, and 0001032347-2018-00411-1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: biomet microfixation 2.0 x 7 mm lactosorb screw catalog #: 915-2301 lot #: 213350, biomet microfixation 2.0 x 7 mm lactosorb screw catalog #: 915-2301 lot #: 520180, biomet microfixation 2.0 x 7 mm lactosorb screw catalog #: 915-2301-ea lot #: 262200, biomet microfixation 2.0 x 7 mm lactosorb screw catalog #: 915-2301-ea lot #: 262250, biomet microfixation 2.0 lactosorb system l-plate - right - regular catalog #: 915-2101 lot #: 816200, biomet microfixation 2.0 lactosorb system l-plate - left - regular catalog #: 915-2102 lot #: 499770, and biomet microfixation 2.0 lactosorb system l-plate - left - regular catalog #: 915-2102 lot #: 816230. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00184-1, 0001032347-2018-00186-1, 0001032347-2018-00407, 0001032347-2018-00408, 0001032347-2018-00409, 0001032347-2018-00410, and 0001032347-2018-00411.